Manufacturer narrative:
Device not returned for evaluation.

Event description:
The patient experienced unspecified issues with a previous sling procedure. An artificial urinary sphincter (aus 800) was implanted on (B)(6) 2019. The aus device consisted of a 4.5 cm cuff, pump and balloon were implanted. Should additional information be received supplemental report will be submitted.